Event description:
The customer reported that she was not able to get the insulin into the reservoir, but when she attached to the infusion set, she was able to push the insulin out. The customer stated that it happened when she was hospitalized for diabetes ketoacidosis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.